Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head shot to the back of my throat [foreign body]; the head (the brush) becomes detached during brushing [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 06-feb-2017 that it had happened twice that after brushing for some time with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown became detached during brushing. As a result, the consumer stated that it shot to the back of his/her throat; the consumer asserted that one could choke on it. The consumer had put a new brush on his/her toothbrush in the hope that it would stay in place while brushing. No symptoms developed.